Event description:
The instruments did not perform as intended. The spacer block broke at the handle and all pieces were retrieved. The fixation pin cold welded to the rm/ll tibial resection block. The universal handle was not capturing securely. Surgical delay of 5 minutes occurred.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was received for investigation. After physical review of the piece, it was identified that the pin cannot be disengage from the block pin hole of its mating device (sigma hp uni tib cut blk rm/ll) due to the pin is bent and have several deformation, therefore, the allegation reported can be confirmed. No other issues were identified. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.